Manufacturer narrative:
Please note that the exact event date is unknown. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter.

Manufacturer narrative:
Section b5: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of morbid obesity, pulmonary embolism, lymphoma involving sigmoid colon, left adrenal mass, intraoperative cardiopulmonary event with hypotension and hypoxemia and multiple old right rib fractures. The filter was deployed via the right common femoral vein. It was placed at the l3 level just below the renal veins. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter. A CT scan done approximately twelve years and four months after the index procedure indicates chronic vena caval occlusion with extensive retroperitoneal and abdominal wall collateral flow. Additionally, the scan noted the following: acute cholecystitis, stable eventration of the left flank abdominal wall musculature with surgical clips and dystrophic calcifications in the left side retroperitoneum margination of the left kidney which demonstrates area of segmental atrophy. Per the patient profile form (ppf), the patient experienced tilting of the filter, perforation of filter strut(s) outside the inferior vena cava, blood clots, clotting, and/or occlusion of the inferior vena cava. The form also states that the device is unable to be retrieved. There was an unsuccessful attempt to remove the device eight or nine years after the index procedure. The patient reports anxiety and a-fib. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and collateral circulation do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of morbid obesity (350-400 pounds), pulmonary embolism, lymphoma involving sigmoid colon, left adrenal mass, intraoperative cardiopulmonary event with hypotension and hypoxemia and multiple old right rib fractures. The filter was deployed via the right common femoral vein. It was placed at the l3 level just below the renal veins. The results of computed tomography (CT) scans done approximately twelve years and four months after the index procedure indicates chronic vena caval occlusion with extensive retroperitoneal and abdominal wall collateral flow. Additionally, the scan noted the following: acute cholecystitis, stable eventration of the left flank abdominal wall musculature with surgical clips and dystrophic calcifications in the left side retroperitoneum margination of the left kidney which demonstrates area of segmental atrophy.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, perforation of filter strut(s) outside the inferior vena cava, blood clots, clotting, and/or occlusion of the inferior vena cava. The form also states that the device is unable to be retrieved. There was an unsuccessful attempt to remove the device eight or nine years after the index procedure. The form also states that the patient worries constantly about what damage the filter will cause and about the 'a-fib" he suffers from. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction to (product code).